Event description:
It was reported to a physio-control service representative that the customer's device would not power on. The device's readiness display showed a battery and a service wrench icon. After changing the battery the device would still not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The device was not under warranty anymore and was not replaced. The device was not returned to physio-control for evaluation and a root cause could therefore not be determined.